Event description:
Pt's parent advises that the device hinge bent causing pt to sprain or stress fracture their ankle. Pt's doctor wants them to continue in the same kind of brace again, replacement needed. This was reported via telephone in 7-2002, however co was not able to identify the product until the sample returned to qa/ra on 7-17-2002, the size was not on the product as described, and complete identification was not made until the customer called on 7-22-02 with the info.